Event description:
The facility reports that chemotherapy (5fu) leaked during patient use. The set had been filled on the date of infusion and primed without incident. Shortly after the infusion started, the patient noticed leaking of the set and fluid ingress into the pump. No patient injury or medical intervention was reported.